Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call, that the insulin pump was not delivering an alarm for battery replacement required. The customer¿s blood glucose level was unknown at the time of the incident. No symptoms were note, nor if any damage occurred to the device. No troubleshooting was performed. The customer was advised a replacement insulin pump will be sent out. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump received with no audio tone during self test due to high impedance on the printed circuit board. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.